Event description:
User alleges air was removed from crystalloid bag before attaching to disposable, however, air was still being seen in the line when unit was running. When the air embolism was detected, the procedure was stopped, and airway breathing and circulation was checked. The findings were consistent with an embolism. The pt was placed in alright side up trendelburg and aspirated with clinical improvement. Tte demonstrated no structural abnormalities and the pt responded to intervention.